Event description:
Minihip/trinity revision after approximately 4 years and 9 months due to infection. It was also reported that the infection led to an approximate 1cm subsidence of the stem.

Manufacturer narrative:
(B)(4) final report. It was reported that the patient was going well until an injury lead to a haematoma 6 months ago, causing infection and subsequent stem subsidence. Additional information, including device lot codes, operative notes, patient activity level and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The explanted devices could not be returned for examination. The appropriate device details were provided and the relevant manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The cleaning method, the sterilization method and sterile barrier system used to package trinity and minihip devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the reported infection and stem subsidence could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. It was reported that the patient was going well until an injury lead to a heamatoma 6 months ago, causing infection. Additional information, including lot codes, operative notes, patient activity level and an update on the patient following the revision have been requested to the reporter. Available information will be detailed in a supplemental report. If the appropriate device details are provided, the relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip/trinity revision after approximately 4 years and 9 months due to infection.